Event description:
It was reported to boston scientific corporation that a spybite biopsy forcep was used in the hepatic bile duct during a percutaneous transhepatic cholangiography (ptc) with the spyglass procedure for a biopsy on (B)(6) 2025. During the procedure, after the spybite biopsy forcep was inserted and opened, the device did not close to take a biopsy sample. The device was removed, and the procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of procedure not completed.